Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a sudden decrease in impedance, high capture thresholds and low sensing were observed. Chest x-rays and monitoring of the lead were discussed. The lead remains implanted.